Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was returned in a blister tray inside the carton. The lockout assembly has been removed. Viscoelastic is dried in the device. The plunger has been fully advanced outside the tip of the nozzle. No damage observed. Iol was returned outside of the device in a folded position in the blister tray. Solution is dried on the iol. The product investigation could not identify the root cause for the reported complaint "plunger moved over the iol" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implant procedure the plunger moved over the lens. Additional information has been received that the surgery was completed with replacement lens of same diopter. There was no patient impact.